Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was under delivering insulin, which caused unexplained high blood glucose. It was mentioned that the customer treated the blood glucose with pen. Troubleshooting was performed, and the displacement test passed. The drive support cap appears normal. The high pressure test was performed twice, and the first time the test failed, but the second time the test passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.